Event description:
It was reported to boston scientific corporation on (B)(6), 2013 that a sensation medium oval snare was used during a colonoscopy procedure on (B)(6), 2013. According to the complainant, during the procedure, the user attempted to cauterize a large polyp in the cecum. The snare was placed around the polyp and cautery was applied; however, current was not being delivered to the snare. Three generators were used to try to cauterize the polyp; but no energy was being transmitted. When the user tried to remove the snare, it was noted that the loop was embedded in the polyp. The user had to cut the snare and pull the device out with biopsy forceps, and the procedure was over at this time. The patient's condition at the conclusion of the procedure was reported to be okay. Another case was scheduled following this event. When the physician visualized the target site, it was noted that the polyp was not there anymore. He believed that they must have cut the polyp enough and it subsequently fell off on its own.

Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant reported that the device was not expired.(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.